Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old african american female who underwent a breast augmentation primary with a mentor memorygel, 450cc silicone breast implant experienced bilateral capsular contracture grade iii post procedure. The issue was discovered through physical examination. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report relates to the left prosthesis.

Manufacturer narrative:
Additional information received on (B)(6) 2022 indicated that the patient underwent bilateral replacements with unknown prosthesis on (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on january 26. 2022 indicated that the right prosthesis grade was IV. Additional information received on (B)(6) 2022, indicated that the patient underwent bilateral replacements as follow: l/ cat#: smhx-580, sn#: (B)(6), r/cat#: smhx-580, sn#: (B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on february 24, 2022 indicated that the patient did not experienced left-sided capsular contracture, just asymmetry issue. Manufacturer¿s reference number: (B)(4).